Event description:
It was reported that during a gastric bypass procedure the surgeon was using a ecr60d cartridges for the firings. The initial procedure went well with no device issues or patient consequence. The device was discarded. Three to five days post-op the patient became sick. A fluoroscopy was performed and a staple line disruption and leak was detected at the remnant of the stomach. The patient was taken back into the or and the leak was repaired with sutures. The patient is currently stable.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.